Event description:
It was reported that the patient's blood glucose (bg) was tested at >500mg/dl with symptoms of hyperglycemia (nausea, dizzy, headache, and other non-specific symptoms). The reported sequence of events was as follows: after breakfast, the reporter stated that she entered the bolus amount needed in the meter remote based on the breakfast carbohydrate amount. The reporter claimed that 2-3 hours later the patient's bg was elevated and symptoms appeared. At this time, she reportedly reviewed the pump history to discover that there was no bolus recorded in the history and she realized that no insulin had been given. The reporter said that the patient was immediately treated via pump bolus delivery; no medical treatment was reportedly required. This complaint is being reported because of the allegation that the meter remote did not communicate the bolus information to the pump and the pump therefore did not deliver the expected bolus. As a result, the reporter claimed that the patient experienced bg excursion indicative of a serious injury.

Manufacturer narrative:
The claim that the reporter programmed and delivered an insulin bolus from the meter remote cannot be verified at this time. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.